Manufacturer narrative:
Investigation summary: bd received fourteen (14) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes partially filling halfway. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: customer reports that one tray of ssts 8.5ml have been reported as only partially filling to halfway before the draw stops.